Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported issue. No root cause could be identified.

Event description:
It was reported that the ventilator's touchscreen was unresponsive. There was no patient involvement.